Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. It was reported that the patient had an experience 6 years ago where the pump failed and the patient was in a bad way for a couple months and never fully recovered from that. ¿the tubing had crack in that so surgeon had to replace tubing and pump and the whole back wasn't sealed properly so the patient had spinal leak and was in hospital for 8 weeks.¿ this happened (B)(6) 2014. There was a leak and the patient was not getting medications and was found in bad state and had to have emergency surgery done. It was reported that ¿this has been taken care of.¿ the patient was given oral medications during that time, so the caller states that¿s why she is nervous with the pump shortage. There were no further complications reported/anticipated.